Event description:
Patient reported experiencing unexplained elevated blood glucose level up to 25 mmol/l (450 mg/dl) while using the infusion device; took correction via the infusion device. Patient's normal blood glucose level was not provided. Patient is using a diaport. Patient alleges the infusion device delivers too low insulin. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint can be verified. Result main findings: high power consumption: the insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and a heat generation can be possible. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump. Battery compartment: during the investigation no liquid was detected in the battery compartment and the battery cover. Delivery accuracy: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. Consumables the battery cover passed the optical inspection.